Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed an incoming detect and treat test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon receipt, the belt failed the pulse lead hi-pot test. Upon investigation it was discovered that the driven ground relay switch, k1, in the distribution node was defective. The cause for the test failure is the defective driven ground relay switch. The root cause for the defective driven ground relay switch cannot be positively determined. No adverse event resulted from the defective switch. The last pt to use this electrode belt did not report any deficiencies.